Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was an increased capture threshold noted on the right ventricular (rv) lead due to lead dislodgement. The lead was successfully repositioned and the patient was stable with no consequences.